Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction. (B)(4).

Event description:
Additional information was received from the surgeon. The affected eye was the right eye (od). The event occurred during the sculpt phase of the surgery. The particles were white transparent and were not seen entering the eye. The particles were removed during same surgical procedure they entered the patient's eye. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Several attempts were made to obtain further information on the event with no response to date. (B)(4).

Event description:
An ophthalmologist reported that a piece of plastic entered the patient's eye during surgery. The particles came out from the disposable surgical products. The patient impact was unknown at the time of this report. Several attempts were made to obtain further information on the event with no response to date.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction. Evaluation summary. As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established. Without a sample, it is not possible to isolate the root cause. (B)(4).